Event description:
While she was on ECMO(extracorporeal membrane oxygenation) she had a femoral impella that caused loss of blood flow to right leg that was irreparable and caused amputation above the knee in order to save her life from rhabdomyolysis. Test peaked on (B)(6) 2024 at 39.103. Her amputation was the evening of (B)(6) 2024. Her next value was on (B)(6) 2024 at 6.669.